Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient stated that their device does not work and has never worked. The patient indicated that they are not in pain and there is no visual indications of pain at the ins site. Their abdomen is swollen but the patient is unsure of the cause. They were told how to turn off their stimulation until they can see their doctor, but an appointment has not yet been scheduled. The patient is also working with a gastroenterologist doctor to check for potential causes for the swelling. The patient stated that the swelling has been going on for months. They also stated that they had been recently diagnosed with lymphedema.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of "swelling" and "therapy delivery/effectiveness problem" can be related to "negative physical event with unclear relation to device or procedure (cystitis, headache, etc.)" And "ineffective or loss of therapy - short term" that were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient stated that their neurostimulator device does not work and has never worked. The patient indicated that they are not in pain and there is no visual indications of pain at the ins site. The patient had a swollen abdomen but the patient was unsure of the cause. They were told how to turn off their stimulation until they can see their doctor, but an appointment has not yet been scheduled. The patient is also working with a gastroenterologist doctor to check for potential causes for the swelling. The patient stated that the swelling has been going on for months. They also stated that they had been recently diagnosed with lymphedema. There were no additional patient complications.